Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received notes that the patient was scheduled for a pocket revision on 24 mar 2021, due to loss of capture and high impedance. The issue was observed when the vector was programmed to a competitor right ventricular lead coil. After disconnecting and reconnecting left ventricular lead from the device and testing the lead through the pacing system analyzer, it was determined that an alternate vector was was used to successfully capture, with impedance within normal limits. Programmed configurations were adjusted. The patient was discharged in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net with an alert for high pacing impedance exhibited by the left ventricular lead. No interventions were reported. The patient was stable.